Event description:
At 9 am patient assessment, it was noted that there was an indention along the patient's scrotum where catheter tubing was secured. Moved catheter to other leg with slack in tubing. At 11 am noted no urine output since moving tube and significant increase in penile swelling. Resident and fellow to beside to assess. Per fellow, rn deflated balloon on foley, large amount of urine output noted. Upon re-inflating balloon, bleeding from insertion site at penis noted. Balloon immediately deflated. Urology to bedside to assess. Urology recommended advancing catheter then re inflating balloon with 3ml. Two rn's advanced catheter as sterilly as possible. When attempting to re inflate balloon, balloon was noted to be defective. Resident attempted to replace foley without success. After multiple attempts 6fr foley was placed with no urine output. Md then deflated balloon, large amount of blood came out of foley. Urologist then removed the 6 fr foley and successfully had the 6 fr foley replaced. Patient's urine has cleared and no additional reports of problems with foley's.